Event description:
It was reported that the pump is emitting loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: this report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration and the force sensor assembly was found to be damaged. Unrelated to the event the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).